Event description:
It was reported that there was a connection issue between the female connector of a minicap transfer set and a solution bag. This was described as ¿unable to open the connection between the solution bag and transfer set, the nurse used a clip to assist in opening the connection¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in march 2025. E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation with a minicap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. A connection and disconnection using the returned mini cap on the female connector was performed during the leak testing and no issues were observed. The reported connection issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.